Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a lower sensor scan results of 57 mg/dl compared to the readings of 500 obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced tiredness, light-headed and a loss of consciousness. The customer ate dinner and some candy after low sensor readings; and as well he takes insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.